Manufacturer narrative:
Received one used ia-cu9014b j-loop w/ bonded clave for inspection. As received, a fold over stick down was observed on the clave. The reported complaint can be confirmed. The probable cause is due to access at an angled entry. The dfu states: when connecting a medical device to the female luer connector, do so slowly and straight. The conduit inside the connector may be damaged, resulting in fluid leakage and contamination, or occlusion. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a 15 cm (6") appx 0.28 ml, j-loop w/bonded clave, luer slip where it was reported the customer connected a saline filled syringe to collect blood sample and then flush with saline. The saline solution leaked and overflowed from where the calve connector and syringe were connected. Medical device used in combination with the complaint product was a 2.5ml syringe. There was blood exposure outside the complaint product. The device was replaced. The event occurred at a hospital. A pre-use check was conducted in accordance with the statement in IFU. There was no damage to the product observed and no manipulation to the product was done. The event occurred during the use of the product and no adverse event was reported.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.